Event description:
A customer observed positively biased vancomycin (vanc) results for a quality control sample. No biased patient sample results were reported. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event found that there is no evidence to suggest that the vitros 5,1 fs analyzer or vanc reagent pack was not performing as expected. The root cause of this event is unknown, however, handling of the quality control fluid could not be ruled out as a potential root cause.